Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 3 biopsy forceps device was used during a procedure performed the day prior (patient gender, age, and weight are unknown). According to the complainant, during the procedure when trying to take a biopsy sample, the radial jaw 3 biopsy forceps would not close properly. The procedure was completed with another radial jaw 3 biopsy forceps device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that the radial jaw 3 biopsy forcepspresented with improper engagement and would not close properly. The cause of the damage is undetermined; however, the most likely cause is manufacturing. A review of the device history record for the pertinent lot was performed; no anomalies were noted.